Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged as observed during post implant check. The tachy therapy of the device was programmed to other than monitor plus therapy to avoid inappropriate sensing and shock. It is noted that when the therapy was programmed to off mode, it generated an alert on patient remote monitoring system. Additional information revealed the lead was repositioned successfully a few days later and the therapy was programmed back on. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.